Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited high thresholds after five deployments. Contrast was used at each spot prior to deployment. Thresholds at each of the five spots were high. Recapturing the micra was very difficult in each spot. After the first three deployments the physician reported feeling more difficulty when injecting contrast. Deployments four and five were also less smooth, as if the delivery system had trouble backing away from the micra. After the five deployment the device was removed and inspected. Upon flushing the device, clots were visible in the delivery system. A new device was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: micra, product ID: mc2avr1-delsys, serial: (B)(6). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.